Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm. Model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm. Model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm. Model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Event description:
A report was received that the patient experienced inadequate stimulation and reprogramming was ineffective. The patient underwent a revision procedure to replace the leads. Five leads were explanted, cut, and discarded by the facility. Three leads and a splitter were implanted. The patient is stable and doing well postoperatively.